Event description:
Additional information received from the manufacturer representative (rep) reported that the lead was replaced. The existing battery was re-implanted. Impedances were within normal limits. The patient reported a good vaginal flutter. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ebwt, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported a sudden return of symptoms and lack of efficacy. She reported that she has had several "stumbles" during light yoga. She stated that symptoms occurred after a chiropractic appointment. Impedance test and program changes revealed out of range (oor) impedances greater than 4000 on c and 3, 0 and 3,1 and 3, 2 and 3,and no stimulation at 8.5 v. They recommended x-ray to confirm lead placement and revision. It was indicated that surgical intervention was planned but not scheduled yet. The patient status was reported as: alive " no injury." The patient medical diagnoses were noted as: urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.